Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level during this event. To resolve the issue, the customer reloaded the same cartridge.